Manufacturer narrative:
The patient¿s meter has been returned on 4/6/2015 and evaluated by lifescan product analysis on 4/8/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an ¿error 5 meter issue¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 1-2pm in the afternoon when the patient attempted to measure her blood glucose using the subject device. The patient stated that she manages her diabetes using inulin with no adjustments, and it is unknown whether she made any changes to her usual diabetes management routine in response to the reported issue. It is also unknown what symptoms, if any, the patient experienced in response to the reported issue. The patient reported visiting the emergency services (ems) on (B)(6) 2015 at approximately 5pm, where her blood glucose was measured using an ems meter with a result of ¿10mg/dl¿. The patient stated that she received hcp treatment of ¿IV fluids¿ (possible confusion with IV glucose) during the ems visit on (B)(6) 2015 at approximately 5pm. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the product, the test strips were not expired and the test strip did completely draw in the blood sample. The csr noted that the patient¿s testing procedure was incorrect as she was putting the blood on the top of the test strip. The csr educated the patient and walked through a retest but was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.